Event description:
It was reported that the patient presented in clinic for a follow-up. Both device interrogation and remote transmission revealed that the right atrial (ra) lead exhibited oversensing resulting in inappropriate mode switch. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.